Manufacturer narrative:
(B)(4). On (B)(6) 2016 it was observed that this record is a duplicate of manufacturer ref no. (B)(4) and this record has been submitted to the FDA in manufacturer report number 1314492-2016-04545. Manufacturer report number 1314492-2016-04523 can be removed from the FDA database.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message during levophed therapy (0.04) in the intensive care unit (programmed amount and delivery rate unknown). It was reported that the patient experienced a drop in blood pressure (50s systolic, map 32). The customer also stated that the device was swapped out and that there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.